Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that ¿programmer¿ was supposed to be ¿recharger¿. There was no malfunction with the inss, and the inss were still in use.

Manufacturer narrative:
Other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type implantable neurostimulator, report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that there was product malfunction with the recharger and both inss. The recharger suddenly froze and failed to be used. An attempt was made to be recharged, the recharger connecting to the ac power supply, but failed. The screen on the ¿programmer¿ was white blank. No x-ray images were available. Telemetry data was unable to be obtained. The actions/interventions taken to resolve the event was the recharger and both inss were replaced. The issue was resolved at the time of this report. No patient symptoms were reported. Conflicting information was reported that no surgical intervention occurred, nor was planned. Follow up was being performed to obtain clarification. The patient was alive with no injury. No further complications were reported or anticipated. Reference manufacturer report # 3004209178-2017-18521.